Event description:
It was reported that approximately 3 months post implant of a bifurcated device and a suprarenal aortic extension, the patient became hypotensive and was experiencing abdominal and back pain. The patient was already admitted to the hospital for a virus and had been an inpatient for an unknown amount of time. The patient had a known endoleak from the initial procedure on (B)(6) 2014 but had been too sick to get a CT scan with contrast according to the original implanting physician. Additionally, the original implanting physician and the family felt the patient was too sick to have an intervention so they were waiting until the patient was better to get a CT to determine if the endoleak had resolved or needed treatment. A non contrast CT was performed on (B)(6) 2015 and indicated the aneurysm sac had expanded to almost 9cm from the original 6.6cm in (B)(6) 2015. The on call physician opted to emergently take the patient to operating room. An angio was performed and it appeared as if the suprarenal device had slipped and there was a suspicious looking "bubble" possibly a contained rupture at the neck. The physician added another suprarenal device at the renals. Upon removing the suprarenal device delivery, the release sleeve caught on the new suprarenal device and pulled it down approx 5mm. The physician did a run after reforming the pig tail and the leak at neck was still present. The physician ballooned with a coda and the leak was still present. At this point the physician was concerned there was a rupture and converted to open repair. Exploration of the abdomen did not show rupture but there was a significant amount of inflammation. The physician decided to perform a debranch procedure of the superior mesenteric artery and one renal, covered one renal, so he could add a third suprarenal device up to the celiac. The debranch procedure took about 6 more hours and patient was not doing well. There was discussion as to whether the patient was mycotic. The physician decided they could not proceed with adding the third suprarenal device after the debranch procedure did not go as well as planned. There was too much bleeding, the bypass occluded at one point and the physician couldn't tie into a renal and had to ligate the renal branch of the bypass graft and only tie into the superior mesenteric artery from the left common iliac artery (cia). The secondary procedure ended 11 hours later with the patient's belly open but packed. On (B)(6) 2015 the physician called emergently and advised that the patient was bleeding again and request the sales rep bring devices. Upon doing an open exploration and wash, the bleed was located in the right common iliac artery which was probably from a clamp. He surgically repaired the right common iliac artery and patient was stable but on respirator and medications to support blood pressure. In reviewing the patient history, rapid sac expansion, absence of a type1 feeding the sac, the physician felt all signs were pointing to the patient being mycotic which would explain symptoms and rapid deterioration. If the patient is mycotic, the graft will be explanted when he get stronger and an ax-fem bypass will be performed. Additional note - on (B)(6) 2015 the sales rep sent an email advising the physician was planning an explant on (B)(6) 2015. Additional note - on (B)(6) 2015 the sales rep sent an email advising the patient expired on (B)(6) 2015.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.